Manufacturer narrative:
Additional information: the lesion in question was identified as distal sfa non-tortuous, and the in.pact dcb successfully tracked down the vessel without the need for excessive force or manipulation. However, the tip of the balloon broke off during the procedure. The vessel size was 5.0mm x 100cm, while the balloon used was sized at 5.0mm x 120mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving an in.pact admiral, the tip of the drug coated balloon broke off in the peripheral artery, specifically the popliteal artery. This incident led to delays in surgery. The balloon tip was successfully retrieved using a snare. The procedure involved the use of a 6fr. Non medtronic sheath, and the vessel was pre-dilated with 50/50 contrast as the inflation fluid. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: patient demographics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.